Event description:
It was reported that during the use of the product, leakage of medical fluid from the filter was observed. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received in new condition, without the original packaging. Two pictures were attached for evaluation and a leak was observed between the bounding of the filter and tube in picture two. The complaint was confirmed. During the functional testing the sample leak was tested, and the leak was confirmed between the filter and the tube. The root cause was lack of solvent by not following the manufacturing procedure. Awareness notification was made to production personnel to explain the importance of adherence or following in the procedure.